Event description:
The clinician reports the implant was inserted 2011-03-17 in ada 19. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.